Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced constant ankle pain and inability to stand for prolonged periods, with pain on palpation of the lateral aspect; imaging demonstrated a broken syndesmotic screw approximately 2 years and 9 months post-implantation. The event was identified during clinical evaluation with radiographic assessment. The relationship to the device was considered probable, not related to instrumentation, and possibly related to the procedure. A follow-up clinic visit was scheduled. The patient remained symptomatic. Attempts have been made and no further information has been provided.